Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a 6f angio-seal vip was selected for use. The physician alleges that the device was deployed as normal, but the collagen was visible above the skin surface. The physician managed to manipulate the collagen under the skin. Hemostasis was achieved with some oozing noted. A hematoma developed, causing the pt's hospital stay to be extended by twenty-four hours. The pt was reviewed by the physician and is said to be fine.